Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified void 1 mm in non-textured valve-to shell-bond area, flat creases and one curved opening. Leak test and microscopic analysis was performed which identified one sharp opening, wear abrasion and one striated opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side plug strap bond edge assessed as unidentified (tear) opening. One opening striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.